Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the 30 degree hd arthroscope, ar-3350-4030, was being used during a procedure. During the surgery, the view through the arthroscope was very vague and the surgeon was unable to see the structure of the patient's tissue clearly. As no other arthroscope was available for the procedure, the surgeon had to terminate the surgery and reschedule for another day after speaking with the patient and their family. The arthroscope was sent to a third party for repair and will not be returned as it is no longer in the condition it was at the time of the incident detailed above.